Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v620560, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that the device was not working and the patient was seeing a new urologist. No further details were provided. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.